Event description:
Tip of 2 arthrex chrondro picks broke off in patient's ankle during ankle arthroscopy. Both tips recovered by surgeon. No harm to patient. This report captures: arthrex chondro pick, convex, 60 degree tip #1. Patient code: 4582. Device code: 1069. Reference report: mw5190203.